Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 1122.8 mcg/day via an implantable pump. The healthcare provider reported that the patient had a MRI on dec. 15th and the logs show a stall at 11:59 am on that date when she had the MRI. The patient did not get their pump check post MRI because their clinic was told "that they don't have to check pumps post-MRI." The healthcare provider checked the pump logs and confirmed that the pump did recover today with the time stamp of when they first interrogated the pump post-MRI.